Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - radicular pain syndrome(radiculopathies). It was reported that the neurostimulator (ins) was removed because it was not successful in terms of getting rid of her pain. Patient was not able to provide an exact date of explant. Patient reported there were "barbs" left implanted, caller assumed it was a portion of the lead. Patient was unable to identify which leads. No further complications were reported/anticipated.